Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's skin over the ipg was getting thin and the patient felt warm. The patient was wandering if there was an infection. The patient was prescribed tramadol. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the physician put the patient on an antibiotic, twice. The physician confirmed no infection. When the patient was on the antibiotic, she started to feel better, but when she got off the antibiotic she started to get sick. The patient had been in and out of the hospital due to sickness. The patient had headaches, weakness, and nausea; and so the physician prescribed the patient anti-nausea medication. The patient will undergo an explant procedure. Event date: 2015.

Event description:
A report was received that the patient's skin over the ipg was getting thin and the patient felt warm. The patient was wandering if there was an infection. The patient was prescribed tramadol. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the headaches, weakness and nausea for months were not related to the device or procedure. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's skin over the ipg was getting thin and the patient felt warm. The patient was wandering if there was an infection. The patient was prescribed tramadol. The patient will undergo a revision.